Manufacturer narrative:
(B)(4). Insulin pump p-cap test reservoir locked properly in place. The pump was received with a cracked case (corner of belt clip rails) and cracked battery tube threads. The pump passed the displacement test and self test. However, the pump failed the sleep current and active current measurement due to moisture damage on battery tube and electronic assembly.

Event description:
Information received by medtronic indicated that insulin pump was not working right. Customer stated insulin pump showed a low battery. When they took out the battery inside there was rust. Customer took it out and put in a new battery and it did not recognize it and it was corroded inside the battery area. Customer also stated that there was moisture damage and battery compartment was filled with corrosion. Customer also reported crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis